Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer experienced low blood glucose level. Customer's blood glucose value was 43 mg/dl at the time of the incident. The customer declined troubleshooting for low blood glucose. The customer was treated with juice and peanut. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer did not allege insulin pump was over delivering. The device will not be returned for analysis.